Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pacemaker failed to be tightened. The pacemaker was not used and was replaced during the procedure on (B)(6) 2025. The patient remained stable.